Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. Historical performance of on market reagent lots were evaluated using world wide data. The patient data was analyzed and within established control limits. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product, architect hbsab list 7c18 that has a similar product distributed in the us, ausab list number 1l82. All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) results on the architect i2000sr analyzer. The following data was provided: (B)(6). There was no impact to patient management reported.